Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7071591, UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. Lead migration was also noted. The patient underwent a spinal cord stimulation (scs) system replacement procedure and was doing well postoperatively. The explanted device components will not be returned per facility policy.